Event description:
A customer reported experiencing a low blood glucose level of 53 mg/dl. Attempts to follow up with the customer were unsuccessful, as contact could not be made. No additional information was received regarding the outcome of the event.